Manufacturer narrative:
This ipg serial number was included in field advisories. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was unable to charge his ipg, the charger and patient programmer were unable to communicate with the ipg. The patient has been referred for replacement of the ipg.

Event description:
Follow up information received which identified the patient's ipg was replaced.